Event description:
It was reported that during a procedure to treat a concentric lesion in the 1st diagonal with mild tortuosity and 90% stenosis, pre-dilatation was performed with an unspecified balloon. A 2.5x23 xience v stent delivery system (sds) was advanced and implanted, deployed on the first inflation at 5 atmospheres; however, the sds could not be removed from the implanted stent. The sds balloon was inflated and deflated 3-4 times at 8 atmospheres maximum and then the sds was finally able to be removed. Reportedly, the stent moved slightly and the proximal part of the stent implant was sticking out into the left anterior descending artery. There was no damage noted to the stent. No additional dilatation or treatment was performed on the stent implant as the target lesion in the 1st diagonal remained covered. Reportedly, stent malapposition was not confirmed by intravascular ultrasound and the stent which slightly moved was not treated with post dilatation. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded by the site and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.